Manufacturer narrative:
Conclusion: edema is associated with the progression of stroke disease. Therefore, it was determined that the reported event was an anticipated complication of the disease. The information in this report was collected during the review of stroke cases for a penumbra post-market retrospective study (retrostart). The information available regarding this event is limited to the procedural reports provided by the hospital.

Event description:
The patient was treated on (B)(6) 2010 and follow-up CT scans on (B)(6) 2010 revealed that the patient developed a complete infarction of the media and anterior territories with edema and midline shift. Despite hemicraniectomy and anti-edema medications, the intracerebral pressure increased and lead to cerebral death. This edema is reported to have an uncertain relationship to the penumbra system, to be serious, and lead to the death of the patient. This MDR is associated with mdrs 3005168196-2011-00182 through 3005168196-2011-00190.